Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient's blood glucose was over 600 mg/dl due to a bent infusion set cannula. The caller did not mention how the customer treated. Troubleshooting occurred and no other issues were noted. The insulin pump was not returned for analysis.